Manufacturer narrative:
Eval summary: operative notes were not provided. Radiographs were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. The complaint cannot be confirmed. Based on the available info, a definitive root cause cannot be ascertained at this time. However, the complaint may be revised upon return of radiographs and/or product or further info. Eval codes: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated.

Manufacturer narrative:
Component information now provided. The device history records for the femoral component were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. No products returned for evaluation. The device is used for treatment. The tibial plate and femoral component information provided and compatibility checked. They are compatible depending on which articular surface is used, however information on the articular surface has not been provided. A complaint history review found no other complaints for the related part/lot numbers. Based on the available information, a definitive root cause cannot be ascertained at this time.

Manufacturer narrative:
(B)(4). Other device used: catalog # 00598004701, nexgen stemmed tibial component, lot # 61241742. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient has now been revised.

Event description:
It is reported that the pt is experiencing pain, swelling and a grinding noise. Imaging showed implant loosening.